Event description:
Customer reported that the t:slim x2 pump battery would not charge due to a visibly damaged usb port, causing an unstable charging connection. However, there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer, instructed by technical support to correct the usb connection to prevent further damage, used a non-tandem wall adapter which resolved the charging issue temporarily. A replacement pump was sent, with instructions provided for managing the transition, and arrangements made for the return of the faulty pump.